Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that a pump with a cadd cassette reservoir attached was alarming "no disposable, pump won't run". It was reported that troubleshooting was unsuccessful, and the end user had difficulty following stated instructions. Per reporter residual volume was: 57.4l, rate 2.2 and 42.65 was given. No adverse patient effects were reported. No additional information is available

Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that a pump with a cadd cassette reservoir attached was alarming "no disposable, pump won't run". It was reported that troubleshooting was unsuccessful, and the end user had difficulty following stated instructions. Per reporter residual volume was: 57.4l, rate 2.2 and 42.65 was given. No adverse patient effects were reported. No additional information is available